Event description:
In 2008, a patient alleged that her onetouch ultralink results were out of range with control solution, 88-117, result 130 mg/dl. Because the patient had no test strips, the complaint could not be resolved and the products were replaced. The patient had no symptoms nor received treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the either the meter or strips are returned, lifescan will evaluate them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.